Event description:
A user facility reported that a number of pt's had complained of sore throats following exposure to lmas which had been cleaned and soaked in vesta-syde, a phenol containing cleaner. A female pt was reported to have undergone treatment for the sore throat with antibiotics and steroids. As of 08/04/98, the pt was no longer receiving medication. A total of six mdrs are being submitted to the agency associated with the site's reports of pt exposure to unapproved cleaning agent. The product labeling contains a warning statement specifically warning against use of phenol containing agents. Proper cleaning procedures were reviewed on site with appropriate personnel and the affected devices removed from svc; no further in-svc is required.